Manufacturer narrative:
The investigation into the purge leak issue has been completed since the original report was filed. Impella pump and the purge cassette was returned, no kinks or damages were observed on the purge cassette or the pump. The purge cassette was able to be successfully primed in the lab. The purge cassette functioned properly, and no leaks were observed. The purge pressure and flow metrics were within normal ranges. There was no priming issue found during the case. The root cause of the reported leak issue could not be determined. The device functioned/operated to specification.

Event description:
A patient of unknown age and gender has been treated for myocardia infraction and cardiogenic shock. For hemodynamic support, an impella cp smart assist pump was to be inserted. During the preparation, an issue with the purge system occurred and the decision was made to utilize second pump. Another impella cp device was successfully used. No patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.